Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the blue fiber cable port on the back panel of the surgeon side console (ssc) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The blue fiber cable port involved with this complaint is a field scrap item and will not be returning to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer reported that the right eye was out in one of the surgeon side consoles (sscs). Prior to contacting intuitive surgical, inc. (Isi) technical support, the surgeon was proceeding with the other ssc. The isi technical support engineer (tse) found errors 55 and 45308 in the logs for ssc 1. The tse confirmed with the customer that the light emitting diode (led) of the blue fiber cable port in the back of ssc 1 was red. The tse suggested to ensure the blue fiber cable was fully seated. The tse also informed the customer that a non-recoverable fault might occur if they attempted to manipulate the blue fiber cable. The site continued the procedure with the other ssc. There was no reported injury.